Event description:
It was reported that the patient had a loss of pain control and intermittent ¿shock waves.¿ device interrogation on (B)(6) 2013 showed a change in lead coverage. The leads looked ok on an x-ray but they were nonfunctional in coverage on (B)(6) 2013. The leads were surgically repositioned on (B)(6) 2013. The issue resolved without sequela on (B)(6) 2013. Twelve days later it was reported that cause of the event was that the leads had migrated.

Manufacturer narrative:
Concomitant products: product ID 3986a60, lot# n227500, implanted: (B)(6) 2013, product type lead; product ID 3986a60, lot# n227500, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).